Manufacturer narrative:
Additional information indicated the valve was not overinflated. The degree of calcification of the deployment area was mild. As no product was returned, no visual inspection, functional testing or dimensional testing could be performed. No imagery was returned for evaluation. The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. As a technical summary written by edwards lifesciences applies to this complaint event, an engineering evaluation is not required. Review of manufacturing mitigations is captured in the technical summary, which applies to this complaint event. Review of IFU/training material is captured in the technical summary. As the technical summary applies to this complaint event, an engineering evaluation is not required. The root cause analysis is captured in the technical summary. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was unable to be confirmed as neither the complaint device nor applicable imagery was provided for evaluation. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance was unable to be determined during the evaluation. An existing technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. As reported, ''during procedure, the commander's delivery system balloon burst at the end of the deployment''. Likewise, case notes report mild calcification present in the landing zone the presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) contributed to the balloon burst. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(6), during the deployment of the 26mm edwards sapien 3 ultra transcatheter heart valve in aortic position by transfemoral approach, the commander's delivery system balloon burst at the end of the deployment. The valve was perfectly implanted and fully expanded. The commander delivery system was easily removed through the 14fr esheath and there were no consequences for the patient. The patient is fine.

Manufacturer narrative:
Investigation is ongoing. Device status is unknown.